Event description:
Caller reported a temperature alarm, known as alarm 11, while the pump was charging with tandem supplies. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, which was under warranty, and arranged for its return. Meanwhile, the customer opted to use multiple daily injections as a backup therapy to maintain insulin delivery. The customer was informed about storing the pump correctly before returning it and agreed to send it back using a pre-paid label within ten days.